Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the seat post adjustment holes are out of round and the seat post attaching hardware has broken.